Event description:
It was reported that, during implant, the battery showed "????" For an impedance reading. Troubleshooting was unsuccessful. The battery was replaced and impedance readings were normal. The pt recovered without sequela. The device was returned and never used in a pt.

Manufacturer narrative:
(B)(4): final device analysis of implantable pulse generator (ipg) revealed the following: automated test console: fall, all electrodes to case. Ipg was tested twice to confirm. Lab functional test: there was no output in uni-polar mode. In bi-polar mode, there was good stable output on every electrode pair that matched the programmed settings. There were no issues when pressing on the ins can. The ins battery status on the 8840 programer was 3.037v. Conclusion: ipg hybrid anomaly - cause unk.